Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a complete device evaluation could not be completed. A batch review was conducted for potentially associated lot numbers h14a07064 and h14b03038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by bowel blockage and stomach pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event and began treatment with intraperitoneal vancomycin and intraperitoneal ceftaz (doses and frequencies not reported). Five days after the onset of peritonitis, the patient was transferred to hemodialysis, but the pd catheter remained in place. At the time of this report, the patient remained hospitalized and was reported to be recovering from the peritonitis. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.